Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawers suddenly went offline. Customer stated unit was rebooted, but drawer did not come back online with login enabled. However, there were no delays or adverse events or injuries reported based on this event.